Event description:
It was reported that the tip of the 6.0/10.0mm stepped drill bit broke off during a procedure. Tip was retrieved and procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the tip of the drill broken and exhibits damage. Slight damaged noted on the remaining cutting edges along the axis of the large flute area. Scuff marks were also located on the shaft and the tang. Parts were made to according to product drawings and print specifications were met prior to release. The cause of the broken tip is undetermined. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.